Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos and variax fibula removal surgery, the tip of the driver broken due to improper use. The surgeon used the driver for variax fibula when trying to remove axsos plate.

Manufacturer narrative:
The reported event that screwdriver blade, t10, ao was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The device inspection revealed the following: visual inspection was performed and it showed affected device with corresponding ref and lot number. The screwdriver blade was found to be broken from the tip. The fractured surface shows a peak that is surrounded by a diagonal fracture pattern. Such a fracture pattern is evident of fatigue failure due to high torsional load. Based on investigation, the root cause could be attributed to a user related issue. As already instructed in instructions for use, the reported screwdriver blade was supposed to be used only with variax foot screws and not for the removal of axsos plate. The failure occurred due to misuse of the instrument as the surgeon did not selected the correct instrument for the removal surgery. Failure to use the appropriate product for the application resulted in a premature clinical failure. A review of the labeling did not indicate any abnormalities. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The instructions for use was reviewed which clearly states that the stryker variax foot plating system is intended for use in internal fixation, reconstruction or arthrodeses of small bones including the fore, mid- and hind foot and ankle. The variax fibula plate is intended for use in internal fixation of distal fibula. Operating warnings and precautions include: the correct selection of the product is extremely important. The product should be used in the correct anatomic location, consistent with accepted standards for internal fixation. Failure to use the appropriate product for the application may result in a premature clinical failure. Failure to use the proper product in appropriate manner may result in loosening, bending or fracturing of the product and/or bone. Screwdriver handle, blades and holding sleeve ((B)(4)). Warning: the screwdriver blade of the variax foot and fibula locking plate system must only be used with variax foot screws.¿

Event description:
During axsos and variax fibula removal surgery, the tip of the driver broken due to improper use. The surgeon used the driver for variax fibula when trying to remove axsos plate.